Event description:
Pt developed an infection. Pt was implanted in 2001 and had the lifesite for more than 6 months without incident. The pt was being utilized as a teaching example when the buttonholes became red, inflamed and infection developed.